Event description:
It was reported that during a procedure, the programmer was unable to connect to the pacing system analyzer (psa) module resulting in the patient experiencing arrhythmia due to back up pacing with the programmer being unavailable. The procedure continued and the patient was in stable condition. After the procedure, the programmer was restarted and was again able to connect to the psa module.